Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)&#1157;corded an event showing t-wave oversensing (twos) when there was no true arrhythmia. The caller stated that the twos only occurred after ventricular sensing. The ICD was no longer detecting twos. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an episode of right ventricular (rv) lead t-wave oversensing (twos) was observed when there was no true arrhythmia. It was noted the twos only occurred after ventricular sensing and the twos was an isolated event. The rv lead remains in use. No patient complications have been reported as a result of this event. Further information was obtained, which indicated post-sense twos was observed and the rv sensitivity was reprogrammed. The rv lead remains in use. No patient complications have been reported as a result of this event.